Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the unometer safeti plus system created an air-lock during use and the tubing was not kinked. The nurse indicated that the patient was uncomfortable and had a restless feeling because, the patient's bladder was filling, but urine was not flowing into the system. The nurse reported that when the tubing was lifted/shaken, the urine started to flow into the diuresis chamber. The device was kept in use. The product lot number was requested but, could not obtain. No further information or photograph was provided.